Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely depressed enzymatic creatinine (ezcr) results when ezcr is processed from open wells of an enzymatic creatinine (ezcr) flex® reagent cartridge that is in close proximity to open wells of phosphorous (phos) flex® reagent cartridge. The falsely depressed ezcr results are caused by a phos reagent vapor interaction with the ezcr reagent. An urgent medical device correction for the phos flex® reagent cartridge (df61), communication #13-03, was issued in february, 2013 to impacted customers. The communication provided remedial actions to customers to either avoid the reagent interactions or to discontinue the use of either phos or ezcr on their dimension® clinical chemistry system. Siemens has confirmed that the customer received the communication. There is a note in ezcr® reagent cartridge carton, instructing users to not run ezcr and phos (df61) on the same dimension® system. The note also contains a reference to the february, 2013 communication. Siemens has determined that the customer was running phos (df61) on the system at the time of the incident. The phos reagent cartridge was two slots away from the ezcr reagent cartridge. A revised phosphorous method (df61a) which does not impact ezcr was introduced in in december, 2014. The customer removed the phos reagent cartridge (df61) from the affected system and will run phos on another dimension system that does not run ezcr. The customer has the revised phosphorous method (df61a) and was planning to start using the df61a when df61 was depleted. The instrument is performing within specifications.

Event description:
Customer observed two low patient results with enzymatic creatinine (ezcr). The results were not reported to the physician. The patient samples were re-tested on a new well set of ezcr and higher results were obtained and reported. There was no report of adverse health consequences as a result of the falsely low ezcr results.